Manufacturer narrative:
This is not an implantable device. Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a crack was noticed on the tip of the cartridge just prior to implantation. There was no problem with the intraocular lens (iol). The cartridge did not touch the patient's eye as the surgeon noticed the crack under the microscope prior to insertion. There was no patient injury and the procedure was completed successfully with a backup lens and cartridge. No further information was provided.